Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument would not seal. There was no report of any patient, harm, adverse outcome or injury. However, it is unknown what caused the endowrist vessel sealer extend instrument to not seal. Recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument did not seal. The procedure was completed. There was no reports of fragment(s) falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the initial reporter for additional information, but the initial reporter was not able to provide any additional information about the instrument or the procedure.